Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. A second capsule was placed to continue the procedure and no medical intervention was required. There was nothing unusual about patient or procedure. An endoscopy was performed prior to bravo procedure and the esophagus appeared to be normal. A lubricant was used to facilitate capsule replacement. The physician went in to confirm placement and discovered capsule had fallen into the stomach. The delivery system will be returned. There was no harm caused to the patient.